Event description:
Clinical study it was reported that 6 months after a coronary drug eluting stenting treatment procedure, the pt expired.

Event description:
It was further reported that 148 days after a coronary drug eluting stenting treatment procedure in the right coronary artery, the pt expired. During the initial procedure, the physician predilated the rca lesion. The vessel diameter of the rca is reported to be 3.5mm. The physician deployed an overlapping taxus express2 8.8% 3.5 x 16 mm drug eluting stent. The lesion was not post dilated. The cause of death was hypotension.

Event description:
The patient was enrolled in the program in 2004. Target lesion 1 was identified in the proximal rca with 90% stenosis and a 3.5 mm reference vessel diameter. A 3.5 x 16 mm taxus stent was attempted to be placed but would not cross the lesion. Next, three 3.5 x 15 mm zeta stents were deployed in the proximal, mid and distal rca. The 3.5 x 16 mm taxus stent was then successfully deployed in the proximal rca. Residual stenosis was 0% following post-dilatation. The pt was discharged on the following day on plavix and asa. Post stent placement, the pt's anemia worsened requiring weekly blood transfusions. Per investigator's letter dated 09/27/2004, a "second source of cancer" was identified as the pt's condition deteriorated. The pt was placed in hospice and expired in 2004 (148 days post enrollment). The death certificate states the cause of death as hypotension. There was no autopsy performed. Causality: in the opinion of the physician, the target vessel was not involved.